Event description:
Healthcare professional reported "capsular contracture...implant shows multiple folds and periprosthetic fluid...presence of an image with a nodular appearance...prosthetic rupture with an intra and extracapsular component" against left device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and capsular contracture.